Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicm5_12.6 implantable collamer lens, diopter -14.0 into the patient's left eye (os) on (B)(6) 2019. The surgeon notes loss of bcva and refractive surprise. Reportedly the lens remains implanted.